Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 26 days. Device analysis: the pump remains implanted and the patient remains ongoing on vad support. The report that the driveline was severely twisted was confirmed based on a submitted photograph provided by the hospital. Approximately 17 inches of the external portion/distal end of the driveline that was removed during the repair was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact, even with manipulation during testing. Severe breakdown of the metal braided shield as well as severe twisting of the outer layers of the driveline, and the underlying wires, was found. Visual inspection of the underlying wires revealed a breach in the insulation of the orange wire adjacent to the metal connector. The inner metal conductors were exposed, some of which were fractured. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The surrounding wires at the metal connector showed evidence of moderate kinking and insulation abrasion, but were otherwise unremarkable. Examination under a microscope and high potential (hipot) testing of the remainder of the returned driveline segment revealed no additional areas of compromised wire insulation. It was reported that the driveline replacement was only performed only due to the severe twisting of the external portion and no low speed/pump stoppage events were reported or captured in the log file downloaded from the returned system controller. The system however had the potential to produce an electrical short to ground and resulting interruption in pump function if the exposed conductors of the compromised orange wire made contact with the braided shield while the system was powered via a power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, it was reported that the patient's driveline was severely twisted. The patient was asymptomatic. Images of the observed damage were submitted to the manufacturer¿s technical services department for analysis and evaluation for percutaneous lead (driveline) replacement. On (B)(6) 2017, the technical services representatives performed a distal end percutaneous lead (driveline) replacement. The report of severe twisting was confirmed during the analysis of the returned external portion of the driveline. No interruption in pump function was reported or captured in the patient¿s system controller log file; however, the observed driveline wire damage could potentially have resulted in pump stoppages.